Event description:
Patient alleges detached, disconnected, and/or loosening from patient's acetabulum and allegedly created metallic debris.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned. Evidence that product in specification when used.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. (B)(4). This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00577,00578.